Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned sample included the carrier tube and hemostasis sheath. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube and sheath were returned fully mated and in rear lock position. The tip of the sheath appears to be cut, and the internal components exposed. The anchor and collagen were deployed with the collagen compressed and saturated in blood. The complaint was confirmed for a partial deployment pullout event. The exact root cause cannot be determined. The likely cause was determined to have been excessive forced applied during compaction of the collagen leading to the components being pulled out of the vessel. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that the doctor strictly followed instruction for use. All procedures were carried out correctly. The puncture was left femoral artery, 6 french sheath terumo, transcatheter aortic valve implementation (tavi). After the tavi procedure, the operator wanted to release the angio-seal. The groin angio was performed, puncture done properly, calcification present, despite calcification the user decided to use an angio-seal 6 french. The angio-seal guide wire placed without any problems, and the sheath was removed without any problems. The user advanced and placed the angio-seal sheath with dilator to release the anchor and collagen. The carrier system was advanced to the sheath flap and snapped into place. The user heard a clear click. The user then pulled back the cap until he heard the second clear click. The two white markers on the side were visible. The user pulled the system completely out of the patient with suture, stitches, and collagen. The anchor was not present and was not visible anywhere. Hemostasis was achieved by manual compression (20 minutes) and there was no hematoma, no further complications. There was no postoperative bleeding. The anchor was not seen. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. No blood loss was reported. The patient was stable. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.